Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, while advancing and retracting the cat8 through an 8f non-penumbra sheath, the physician did not mention any resistance. After completing the second pass, the physician removed the cat8 and noticed that the distal tip of the cat8 had collapsed. Therefore, the cat8 was set aside and the procedure was completed using a new cat8. There was no report of an adverse effect to the patient.